Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42530007902, natural tibia trabecular metal two-peg porous fixed bearing right size g, lot 64883676, 42522100911, articular surface medial congruent (mc) right 11 mm height use with tibia sizes g-h/cr femur sizes 8-11, lot 64880971, 42540000035, all poly patella cemented 35 mm diameter, lot 64833127, 110035368, biomet bc r 1x40 us, lot e2704z12aa. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00603, 3007963827 - 2022 - 00058, 0002648920 - 2022 - 00045.

Event description:
Patient underwent an initial right total knee arthroplasty. It was reported that the patient developed a deep vein thrombosis approximately 3 days post implantation. The patient was treated medically and issue resolved, with components remaining implanted. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: it was reported a patient underwent a total knee arthroplasty, and subsequently, developed a dvt three days post-operatively. The dvt was resolved without complications. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and medical intervention was required to treat the complication. Review of device history records was not performed as the root cause of the event is non-device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.